Event description:
The subject balloon catheter was prepared and a guidewire was advanced through the balloon catheter with no difficulties and no observations. However, as the physician took the prepared devices to advance to the patient, it was noted that the guidewire had protruded through the balloon and ¿was sticking out of the balloon¿. The balloon was ruptured. The device was not used. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis with the guidewire contained within. Visual and microscopic inspection of the returned device found that the distal tip of the guidewire was coiled within the distal tip of the balloon catheter. It was noted that the micro-machined tubing was detached from the catheter; however the outer tubing was still intact. There were no anomalies noted to the balloon. All measurements were within specifications. During functional inspection the guidewire was unable to be removed from the balloon catheter. The balloon catheter was unable to be flushed and inflated caused by solidified contrast media contained within the balloon. The reported balloon rupture was not confirmed during the analysis of the returned device; the balloon was found to be intact. It is probable that the balloon catheter shaft was damaged during preparation causing the micro-machined tubing to separate from the catheter. It is probable that the guidewire was damaged during insertion as it passed the damaged catheter shaft causing the guidewire to become coiled within the distal tip of the balloon catheter. Therefore, a root cause of handling damage has been assigned to the observed balloon catheter separation.

Event description:
The subject balloon catheter was prepared and a guidewire was advanced through the balloon catheter with no difficulties and no observations. However, as the physician took the prepared devices to advance to the patient, it was noted that the guidewire had protruded through the balloon and "was sticking out of the balloon." The balloon was ruptured. The device was not used. There was no patient involvement.